Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure for varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another of the same device. It was noticed that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed before attaching to scope which was earlier in the set-up process; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed and a visual evaluation noted that the ligator housing was returned without the bands attached to it. The ligator housing teeth were found bent, and the handle had evidence that the trip wire was secured. Per media analysis on the provided photo, it showed the ligator housing with overlapped bands and bands were not deployed. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had no bands attached, and the ligator housing were bent. Per media analysis on the provided photo, it showed the ligator housing with overlapped bands and bands were not deployed. A labeling review was performed and based on the information that the shrink wrap was taken before the ligator unit was attached to the scope; this device was not used per the instructions for use (IFU)/product label as the fu states "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed." This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the scope since this would require more manipulation from the physician to the ligator housing before it's correctly installed into the scope, this could have also damaged the ligator housing teeth, making the bands unable to deploy during the procedure. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure for varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another of the same device. It was noticed that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed before attaching to scope which was earlier in the set-up process; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.